Event description:
Complaint: it was reported to (B)(6) that patients repeatedly complained of discomfort, needle removal is painful. All staff are trained in use of this fistula needle and safety device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".